Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: supplier-dsm biomedical - kensey nash / final inspection and release: (B)(4). Release to warehouse date: may 7, 2020. Expiration date: march 28, 2022. Part number: 07.704.005s, - norian drillable inject 5cc ¿ sterile. Lot number: ds7004291 (sterile). Lot quantity: 155. Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated april 29, 2020 was reviewed and determined to be conforming. Set time specified at >90 lbs within 10-12 minutes. Lot was certified at 201, 234 lbs. Certificate of conformance sterility requirements and results were reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) proximal tibia. During the procedure, the norian drillable inject was still not "setting" after 90 minutes of implantation. It still had a wet consistency to it and was not providing the stability expected after being implanted into a warm patient. The screws and plates were implanted per usual. The procedure was successfully completed with no surgical delay. There was no patient consequence. This report involves one (1) norian drillable inject 5cc-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Updated event description it was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) proximal tibia. During the procedure, the norian drillable inject was still not "setting" after 90 minutes of implantation. It still had a wet consistency to it and was not providing the stability expected after being implanted into a warm patient. The screws and plates were implanted per usual. The procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant devices reported: unknown plates (part#unknown, lot#unknown, quantity unknown), unknown screws (part#unknown, lot#unknown, quantity unknown). This complaint involves one (1) device.